Event description:
A nurse from the facility reported an issue with t-connector extension set. While pt was using this set, the luer lock became disconnected from the tubing causing the catheter to infiltrate. No pt injury was reported. IV was restarted and pt therapy was continued.

Manufacturer narrative:
Sample has been discarded by the customer. Should additional information become available, a follow-up report will be filed.